Manufacturer narrative:
Eval is pending; the results will be provided in a follow up report.

Event description:
It was reported that: the staff reported that while the device was ventilating a pt, an alarm was heard and the ventilator shut down. The pt was transferred to another device. No pt injury.